Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient on (B)(6) 2017 via lp-shunt with setting 6. It was reported that the surgeon was not be able to change the pressure setting because the implanted valve was upside down in the patient¿s body on (B)(6) 2017. The patient is male, and his condition is under monitoring. The sales force will collect more detail. No further information was provided by hospital.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It was later communicated that the device would not be provided. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.